Event description:
It was reported that the patient experienced shocking sensation around the ipg site with stimulation on. Troubleshooting did not resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Surgical intervention took place on (B)(6) 2025, wherein the ipg was reposition to a new pocket to address the issue.

Manufacturer narrative:
Corrected data: further information was received indicating this event was a duplicate and reported in manufacturer reference number:1627487-2025-04055. Hence, this report is no longer reportable. Further reporting will be done on manufacturer reference number:1627487-2025-04055.